Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. Dislodgement confirmed via x-ray. A revision procedure was performed wherein physician successfully explanted and replaced this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The helix was extremely stretched. Laboratory testing cannot confirm clinical observation of dislodgement. Depending on when the helix became stretched it could have led to dislodgement. It is more likely however, that the helix became stretched during the explant procedure.